Event description:
Patient underwent cataract surgery on 09/15/97, and implantation of a staar model aa-4203vf intraocular lens. However, the doctor stated that the lens opened on end, vertically, in the bag. He used a sinsky hook to fixate the lens and it decentered. The dr. Removed the lens and a vitrectomy was done. The said the iris bled from the manipulation and there was some cornea edema. The dr. Said the patient had a very hard nucleus and required additional work to remove the cataract.